Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted the device was received for not turn on. They replaced front case assembly and wireless card. The pcu would intermittently alarm for 600.6875. Pm was performed and all tests passed. Based on the findings, service determined that the probable root cause of the reported issue was due to manufacturing issue of the front case w/keypad assembly. A review of the device history record showed the device had a manufacture date of 13apr2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported will not turn on. There was no patient involvement.

Manufacturer narrative:
The investigation is still pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported will not turn on. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported will not turn on. There was no patient involvement.